Manufacturer narrative:
(B)(4). Batch r5aw3k. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr60g cartridge reload was received partially fired 1/16 and not loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the single-port left upper lobectomy surgery, could not fire farther after fired halfway when severing pulmonary fissure tissue. Knife reverse button did not work, manual override lever also did not work, the surgeon disassembled the device and the jaw was open automatically. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.